Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient ID not provided. Patient weight not provided. Additional 510(k) number is k101880.

Event description:
It was reported that the implant was removed due to peri-implantitis and sinus perforation with bone loss, infection, pain, edema, inflammation and an abscess.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One imp,tsv,4.7,10,mtx,mg (tsvtwb10), was returned for investigation. Visual evaluation of the as returned product identified no damage or signs of malfunction that would contribute to the event. Damage identified from the removal process. Measurements match drawing. Cal3845 (due: sep 12, 2022). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type IV). The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9 - 10/19. Information identified: contraindications, warnings, precautions and breakage. Per the applicable IFU, under section warnings, it is stated that improper techniques can cause bone loss, patient injury, pain and implant failure. DHR review: DHR review was completed for the subject lot numbers (62348022). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot numbers (62348022) for similar events and one (1) other complaint was identified, (B)(4). Review completed utilizing keywords: peri-implantitis, sinus perforation post market trending review: april post market trending was reviewed and there were no actionable events or corrective actions for the reported events (peri-implantitis, sinus perforation) or product (tsvtwb10). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. Additionally, the reported event could not be verified since it is a medical condition and no objective evidence was provided.